Event description:
Patient is experiencing pain and had an MRI which showed "fluid in the greater trochanter region". Update: spoke to patient. Patient stated that she has been experiencing pain since her surgery and feels that she doesn't have good stability when going up and down the stairs. Patient states that per her surgeon she has a left rejuvenate monolithic hip. Her blood serum show 19.2 cobalt level and 9 chromium level. Also, MRI has shown fluid in her greater trochanter region. Patient is mainly concerned with the metal levels in her blood and would like to know what are the acceptable levels.

Manufacturer narrative:
An event regarding instability involving an unknown hip implant was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as devices, x-rays, office notes and medical records are needed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left rejuvenate monolithic hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
Patient is experiencing pain and had an MRI which showed ¿fluid in the greater trochanter region.¿ update: spoke to patient. Patient stated that she has been experiencing pain since her surgery and feels that she doesn't have good stability when going up and down the stairs. Patient states that per her surgeon she has a left rejuvenate monolithic hip. Her blood serum show 19.2 cobalt level and 9 chromium level. Also, MRI has shown fluid in her greater trochanter region. Patient is mainly concerned with the metal levels in her blood and would like to know what are the acceptable levels.